Manufacturer narrative:
This event is being recorded as an initial/final report under (B)(4). G2: foreign: china. E1: telephone: (B)(6). The batteries were removed from the original battery pack. Visual inspection of the pack found electrolyte had leaked from the batteries. During functional testing with a lab battery the device would not power on. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the pulsavac did not spray. There was no harm or delay reported as there was no patient involvement. At product evaluation it was noted that the batteries had leaked electrolyte. Diligence is complete.